Event description:
Hypoglycemic episode [hypoglycemia]. Novopen 3 is 16 years old and she felt it must not be working properly [expired device used]. Pen is not dosing adequately [incorrect dose administered by device) hypoglycemia [hypoglycemia]. Hypoglycemia [hypoglycemia). Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycemic episode" beginning on (B)(6) 2014, "hypoglycemia" beginning on (B)(6) 2014, "hypoglycemia" beginning on an unknown date, "novopen 3 is 16 years old and she felt it must not be working properly" and "pen is not dosing adequately" beginning on an unknown dates. It concerns a (B)(6)-year-old female patient who was treated with novopen 3 (insulin delivery device) from an unknown date in (B)(6) 2001 due to type 1 diabetes. Patient's height, weight and bmi (body mass index): not reported. Medical history includes type 1 diabetes (duration: not reported) and injury to ankle and hip in (B)(6) 2014 which has reduced level of routine exercise. Concomitant product includes actrapid hm penfill (fast-acting insulin human), lantus (insulin glargine), avapro (irbesartan), ramipril, crestor (rosuvastatin calcium), fish oil and vitamin d (ergocalciferol) on an unknown date the patient presented with 2 non-serious hypoglycemic episodes; one of them occurred on (B)(6) 2014 at 9 pm. The patient's husband noticed low blood glucose and it was not checked with glucose meter. The patient was treated with lucozade (ascorbic acid, caffeine, glucose, lactic acid) and was given jam sandwich (patient was still coherent). The patient recovered at 10 pm on the same day. On (B)(6) 2014 (at 10 pm), the patient again presented with a hypoglycemic episode, ambulance was called and patient was hospitalized overnight. The patient was treated with glucose paste and a maxillion (non-codable) injection, and discharged on (B)(6) 2014. The suspected novopen 3 was reportedly 16 years old. The patient felt that novopen was the only possible reason that had caused these hypoglycemia episodes; the patient felt the pen must not be working properly and was not dosing adequately. It was reported that blood glucose machines were recalibrated to ensure that they were accurate. The patient used the dialling clicks of the novopen 3 to estimate the dose of the insulin and also used to check numeric register. The patient was trained by a health care professional for using novopen 3. The needle was attached to novopen 3 at 180 degree angle. Actrapid was stored at room temperature (20-25 degrees celsius) but not for more than 28 days. Action taken to novopen 3 was not reported. The outcome for "hypoglycemic episode" on (B)(6) 2014 was reported as recovered on (B)(6) 2014. The outcome for the event "hypoglycemia" on (B)(6) 2014, was recovered at 10 pm on the same day. The outcome for the event "hypoglycemia" was recovered on an unknown date. The outcome for "novopen 3 is 16 years old and she felt it must not be working properly" and "pen is not dosing adequately" was not reported. Reporter comment: reporter has given the permission to contact her doctor, and she has also spoken to her gp regarding the incident.